Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed related rebooting events. The battery compartment was cracked in three areas. The returned battery cap threads were damaged and the cap was unable to secure properly to the pump; a power issue was experienced. A test cap was able to secure to the battery compartment and the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The cap¿s contact dimensions were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a no power issue. It was reported the battery cap¿s yellow o-ring was visible and the cap was unable to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.